Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0ynf8, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said part of their lead broke off when they were removing it and they were unable to retrieve it. No patient symptoms were reported and no further complications have been reported as a result of this event.